Manufacturer narrative:
The reported complaint was confirmed. Per bmet, he tried resolving the issue but was unable to. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information received indicated that the user facility's biomedical technician (bmet) discovered the issue.

Manufacturer narrative:
The fsr replaced the occluder control module. The unit operated to the manufacturer¿s specifications. During laboratory analysis, the product surveillance technician (pst) observed that the occluder module was not fully assembled and screws were missing. Because of the missing screws, the local processor circuit board was not fully seated, and the membrane switch board was not connected to the display board. The module worked as designed when reassembled. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the occluder did not turn on. There was no patient involvement.